Event description:
In 2005 catheter was found severed 3/4" below triangle hub. Catheter slipped into the superior was cava. The tip was resting in atrium. Catheter was then removed by a vascular surgeon, no blood transfusion was required. Upon removal of the catheter it was presented to the pt by the vascular surgeon. Later the pt showed it to their attending surgeon. Catheter was inserted in 12/04. Per the reporter the catheter appears to have a clean cut.